Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2022, information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indi cations for use. The reason for call was pt said they were having problems with their stupid stimulator of (B)(6). Pt was on group c but when they try to go to group a or b it wont let the pt do anything for pt got the message settings not available cannot provide your desired intensity. Pt was wanting a different feeling for their therapy quit working for there was a problem on group c for it was not working as well and was not relieving the pts pain like it use to; the pain was getting worse. Pt thought group a or b would be more helpful but when they go to these groups that's when they get settings not available; pt noted that if the controller was not over the implant they could not find it. Pt had been stuck on group c for a while; this was the first time in 8 to 12 months pt tried changing from group c. The caller was redirected to their manufacturer representative. Pt had contact information for their representative. Pt thought their hcp retired and their physician was at the same office. On (B)(6) 2022, additional information was received. The manufacturer representative (rep) met with the patient on (B)(6) 2022 and interrogated his stimulator. The lead with contacts (B)(6) all had impedances over 40,000 ohms and the lead showed it was disconnected. At this point I was able to reprogram onto contacts (B)(6) and gained appropriate coverage so no further action will be taken. As for the issues with his remote, I instructed him to call patient services if he experiences further issues. Issue was resolved. Additionally, the patient states his remote will not allow him to recharge from time to time and will only connect wirelessly to his ins if he holds his remote over his stimulator. On (B)(6) 2022, additional information was received the patient. Patient wanted to try a change at bed time. Pt said the device puts out stronger when they lay down and they can't sleep so they turn it down and though they would try another channel for a while. Pt reports they turn it onto all channels a, b and c. The issue was resolved.